Manufacturer narrative:
(B)(4).

Event description:
It was reported rv perforation was observed during lead implant. The lead was removed on the same day. When the patient returned to treat an infection a month later, the patient was stabilized and the lead was re-implanted. The patient condition is stable.